Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that three of the pump case corners were deeply chipped. The casing was also allegedly chipped near the battery cap and cartridge cap. No issues with securing the battery cap or cartridge cap were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The paint of the pump casing was observed to be chipping and peeling at the corners of the pump and near the battery compartment. No cracks or chips in the casing were observed.